Event description:
On (B)(6), 2011 a doctor reported to sybron implant solutions that a pitt easy abutment screw fractured.

Manufacturer narrative:
Neither a part number or lot number of the screw were provided. A visual evaluation of the returned abutment head indicated that the fracture occurred at the screw hex and was a result of biomechanical overloading. The evaluation also indicated that there were no product defects. It may therefore be concluded that the fracture was not due to a product failure. Please note that this report is being submitted by sybron implant solutions (B)(4) (the manufacturer) on behalf of sybron implant solutions (the importer) per reporting exemption (B)(4).